Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a 8.0x60/80 f/g sterling otw balloon ruptured. The lesion being treated was 100% stenosed, moderately tortuous and calcified in the right common iliac artery. Following the plain old balloon angioplasty and stent implantation, the balloon was used for post stenting dilation. Upon the first inflation, the physician suspected that the balloon was ruptured at 8 atms. The device was removed intact. Procedure was completed with another of the same device. The pt status is listed as good.